Event description:
In 2009, the pt was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. There were no complications with the procedure, and a one month follow-up CT showed a decrease in aneurysm size. Four months later, however, the pt was admitted to intensive care with back pain. A CT showed that the aneurysm had ruptured, and there was aneurysmal expansion into the infrarenal aortic neck, although no endoleaks were previously identified. The pt underwent open surgery, and the rupture was sealed by sewing the aorta into the existing stent-grafts. The pt emerged in stable condition with no further complications. After consultation with the attending physicians, it was determined that a post-procedure aneurysm infection was the probable cause for the rupture. Post-procedure images are being returned to gore for further evaluation.

Manufacturer narrative:
A review of the manufacturing and sterilization records has been conducted. The manufacturing and sterilization records review verified that the lots met all pre-release specifications.